Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported unintended system motion (plunger fell out) could not be determined. Factors that may contribute to unintended system motion (plunger fell out) include, but are not limited to, inadvertent interaction with the user¿s gloves during device advancement causing the plunger to retract/fall out from the device. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via a 7f sheath hole prior to a cardiac ablation procedure. Reportedly, the plunger fell out while advancing the device over the guidewire. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.